Manufacturer narrative:
Analysis was performed a bench repair technician (brt), who determined that the non-invasive blood pressure (nibp) pump needed to be calibrated. The device was operational after the nibp pump was calibrated, and the device was returned to the customer site.

Event description:
It was reported that the monitor is not measuring blood pressure correctly. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section e: (B)(6).